Event description:
It is reported that a customer received a battery error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call but the customer stated that their blood glucose was at normal levels. The customer's pump was out of warranty no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.